Event description:
Aroa biosurgery became aware of a patient-reported event #mw5084906 via the company's us agent. Aroa initiated a voluntary recall (z-0377-2019, z-0378-2019 and z-0379-2019) in november 2018 as a preventive measure resulting from issues observed during internal in-process dye penetration testing of edt pouches. To-date there have been no reports or confirmation of seal integrity issues with any devices in the nine (9) recalled lots, thus no impact to the sterility of those devices. Endoform end-users (patients) receive frequent (e.g. Daily to weekly) dressing changes, wound assessment and necessary medical intervention. The health hazard evaluation conducted by a leading wound care clinical expert concluded that given the high rates of bacterial colonization typically associated with chronic wounds, and existing medical practices to reduce or control infection it is unlikely that application of a non-sterile device would result in any additional medical intervention not already being undertaken for the patient.